Manufacturer narrative:
(B)(4). Approximate age of device - 21 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that ramp echocardiogram results on (B)(6) 2016 revealed probable aortic root thrombus. The study was not suggestive of lvad thrombosis. No additional information was provided.

Manufacturer narrative:
Device evaluation: no product was returned for evaluation. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. Peripheral thromboembolic events are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.